Event description:
The customer reported that the system intermittently freezes and has to be rebooted in order to continue. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The heat sensor on the pins on board power supplies were evaluated and reseated. The system was tested and found to be working as intended and returned to service.